Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: it was reported that the impaction platform broke apart when dissembling the robot post case. Device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Device history review: review of device history records indicate that (B)(4) devices were manufactured under lot: 45031215 and were accepted into final stock on 01/25/2016. No non-conformances were identified during inspection. Complaint history review: review of complaints for p/n: 206270, l/n: 45031215 within the trackwise database show (5) other complaint related to the failure in this investigation. The pr# are (B)(4). Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The impaction platform broke apart when dissembling the robot post case. Will need a replacement asap . Case type: tha. Update: the impaction platform broke during the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The impaction platform broke apart when dissembling the robot post case. Will need a replacement asap. Case type: tha. Update: the impaction platform broke during the case.